Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that the right ventricular (rv) pacing impedance at implant was 666 ohms. The rv pacing impedance was 1300 ohms in (B)(6) 2010, then increased to greater than 2000 ohms and then back to the 1300 ohm range. Rv sensing and pacing thresholds have been within normal limits and stable. Technical services discussed a possible connection issue or possible terminal pin movement from the device's connector block. No additional information was received from the field. The available information suggest that this device and lead system remain inservice.